Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfiles found that the host pc hard disk was failed. Upon troubleshooting actions, fse identified a disk smart data noticed 200(3). Fse replaced the host pc and reinstalled operation system (os) software. After replacement, the system was returned to use in good working order.